Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed syringe not detected during testing. There was no patient involvement. Per reporter, the device was sent for repair on 27-aug-2024 and was received back last week.

Manufacturer narrative:
H6: evaluation codes update. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was duplicated. The problem was caused by a broken left plunger case. Replaced plunger kits to fix the issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.